Event description:
A malfunction alarm was reported, identified as malfunction code 0 with an available fault ID of 0x2455. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller with the reset process, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue should arise again. There was no further information on the outcome.